Manufacturer narrative:
The reported event that bone screw, t10, 2.7x14mm was alleged of 'contamination of the packaging' could be confirmed. Based on investigation, the root cause was attributed to be other related. The failure was caused during the last stage of the packaging process. Unfortunately it can not be determine if the hair was already in the plastic foil previous to the packaging or not. The device inspection revealed the following: there is indeed a very small hair (eyebrow hair) visible which was accidentally wrapped in with the plastic foil (antistatic). Note that the entire package had been gamma sterilized, therefore it would have been still safe to use the screw inside and therefore had no impact whatsoever with the original packed implant (still original packed). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During the receiving process at stryker (B)(4) it was noticed that there is a hair under the sealing foil of the product packaging. The product was received with (B)(4).

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the receiving process at stryker escs bv in venlo it was noticed that there is a hair under the sealing foil of the product packaging. The product was received with (B)(4).